Event description:
Ous MDR - after an estimated implant period of about 19 months, oversensing was reported. At the moment we do not have any further details with regard to a revision or explant procedure. Should we receive more information, this report will be updated. No adverse patient side effects have been reported and no event date was provided.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test confirmed a regular device manufacturing. The returned device data have been analyzed. The analysis of the available iegms revealed intermittent noise in the right ventricular channel confirming the clinical observation. Besides that, the data showed no anomalies. Based on the available data the root cause of the noise could not be determined. Therefore, the integrity of the lead cannot be assured. However, should additional relevant information become available this investigation will be updated.